Manufacturer narrative:
The customer's reported complaint of the autopulse platform (serial # (B)(4)) displayed "system error, out of service, revert to manual CPR " error message was confirmed during the functional testing. The root cause for the system error was due to the defective processor board, as a result of the normal wear and tear of the platform. The autopulse platform is a reusable device and was manufactured in may 2006 and is more than 15 years old, well beyond the expected service life of 5 years. During visual inspection, the platform was examined and found a cracked front enclosure and a bent battery lock, unrelated to the reported complaint. These types of physical damages found during visual inspection is characteristic of the user mishandling such as a drop. The front enclosure and battery lock were replaced to address the physical damages. The autopulse platform failed initial functional testing due to the "system error (latch error 136 - invalid parameters block)," error message displayed upon powering on, thus confirming the customer complaint. The root cause for the system error was due to the defective processor board. The defective processor board was replaced to remedy the system error. The platform's archive could not be downloaded due to over limit (2k bytes) data. During further functional testing, observed a sticky clutch, unrelated to the reported complaint. The root cause of the sticky clutch is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with a serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed "system error, out of service, revert to manual CPR ". No patient involvement.